Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 30. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection and inflammation. No further patient complications were reported.